Event description:
Upon investigation, the manufacturer's domestic evaluations lab found lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.